Event description:
This ra lead was implanted on (B)(6), 2008 and still remains implanted at this time. An email sent to technical services on may 25, 2017 noted that there was an abrupt or sudden impedance change on the atrial lead. The ra lead also exhibited external noise as well as mv signal noted on atrial egm which could possibly be caused by a problem on lead integrity. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), japan. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).